Event description:
Pt developed 3-4 weeks of light sensitivity, redness, and watering in right eye and was diagnosed with ring infiltrate, od, possibly acanthamoeba. He was referred to an ophthalmologist. On examination, cornea od showed ring infiltrate in the inferior nasal quadrant with central infiltrate without overlying epithelial defect. The infiltrates central to the ring were full thickness, but greatest in density anteriorly. There was no underlying keratic precipitate. Cornea os was clear with peripheral pannus in association with soft contact lenses. Anterior chambers were deep and quiet, irides were within normal limits, lens were clear. Va without correction in right eye at distance was 20/400 pinhole 20/70 - 1 and 20/20 os with contact lens in place. Impressions from examination were ring infiltrate od, meibomian gland dysfunction and pannus, os. Cornea was cultured and pt was started on aggressive topical antibiotic and oral antiviral therapy. The differential of this lesion included bacterial, fungal, viral and acanthamoeba etiology. Culture reports were positive for staphylococci and propionibacter acnes. Pt missed follow up appointments and was diagnosed in 2007 with keratitis ou. Treatment plan included zymar, tobramycin. Cultures were positive for staph. Epidermidis and pseudomonas aeruginosa.